Event description:
It was reported that the patient experienced loss of stimulation. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively. The explanted components will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7094521.